Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 16 (ios 18.2.1) with mmt-1886 780g pump (software ver. 6.7w) and carelink connect app 3.4.0 [9115] installed on iphone 11 (ios 17.2)was conducted and confirmed the issue was not reproduced. The screenshots are below. Production setup was used. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. There were no minimed mobile logs for dates where the user had a problem this one can indicate that the problem was that the user closed the application or was logged out from mmm application. After we provided a recommendation to check mmm application customer stated that the problem was solved issue is not confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: unfortunately, there are no logs minimed mobile application users just analytics which stops unexpectedly. We could have just 3 reasons of this behaviour 1) customer closed minimed mobile application. 2) ios closed minimed application. 3) user was logged out from minimed mobile application. I would suggest the following things: 1) check minimed application try to open it and check if care partner application started receiving updates after that if that doesn't help try the next steps: 1) relogin user in minimed application. In case the user still have some problems I would recommend the next steps 1. Leave the pump pairing screen in the minimed mobile app if it¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump. 9. If the steps above didn't help please upload logs so we would be able to provide a more personalised response. The helpline informed that the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between mobile app and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.